Event description:
At 0200 on 7/16/1997 the account obtained a ck-mb result=20.3 ng/ml. The account had not run control on this carousel. 8-10 hours later the account respun the sample and tested for a result=2.6 ng/ml. The account had reported the initial test result of 20.3 ng/ml to the diagnosing physician who administered retavase. The on-call physician noted EKG looked like evolving inferior mi. The pt has since been back to the dr's office and is stable.

Manufacturer narrative:
Add'l info: sections d5, d6 (lot number), and h4. Corrected info and data: sections h3 and h6 (eval codes for method, results, and conclusions). Code 81: suspected fibrin clot in the specimen due to elevated clotting time. An investigation is in progress. A final report will contain further info with a final report.